Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common femoral artery. A 5.0 x 60, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common femoral artery. A 5.0 x 60, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was near totally occluded, non-tortuous and severely calcified. The balloon ruptured upon initial inflation before its rated burst pressure. No segment of the balloon was detached inside the patient after it ruptured.